Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Decontamination of the blood filled device could not be performed due to coagulation. Functional testing was not conducted. Visual inspection of the actual sample showed a white layer of particulate in the set deaeration chamber. The white particles were consistent with thrombus formed by an aggregation of platelets and fibrin. White thrombus formation was independent of dialyzer membrane chemistry or manufacturer, and it is related to factors specific to the patient's medical condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be not product related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex sepxiris set 150 (jp) is similar to prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c. Prismaflex st150 set, prismaflex st150 set ckt, and prismaflex st150 set c have been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a "white layer" was observed in the deaeration chamber of a prismaflex sepxiris set 150 during continuous renal replacement therapy (crrt). In addition, a "viscous substance" was noted in the header of the set filter. The set was replaced 72 hours after the start of crrt to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.